Manufacturer narrative:
(B)(4). Batch # m90m78. The handpiece was received disassembled with the nose cone detached returned. The nose cone was cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. Moisture evidence was found. ¿moisture evidence¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It has been reported that during an unknown procedure, the device did not pass the pre run test and was not working. The caller claimed that the scissors could not get disconnected from the handpiece and want to send the hp054 for expertise. The procedure was completed with another device. No harm to the patient.